Manufacturer narrative:
The product has been received for eval, however, the engineering analysis is not yet complete. Additional info will be submitted within 30 days from receipt.

Event description:
The customer stated that after removing the cypher 3.0 x 18 from the package, the distal struts seemed to be uplifted. The product was not clinically used.